Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a correction for the small toe the burr broke off and became stuck in the attachment. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the supplier-provided photo revealed a broken ar-300-b003 stuck within the drive shaft of the burr attachment. The shaft is broken completely off. There is damage noted on the shaft of the drill. The complaint allegation is confirmed. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the device during insertion.